Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was placed on (B)(6). When an attempt was made to flush the catheter on (B)(6), leakage was observed around the 52cm mark on the catheter. No harm to patient, catheter was successfully removed. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed a white suture wing was attached to the catheter between the 43cm and 45cm depth markings. Biological residue was observed in the sample. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed near the 52cm depth mark. No water was seen flushing through the distal valve, suggesting an occlusion within the catheter. A microscopic observation revealed the split appeared to be mostly straight. The fracture surface was observed to be granular and smooth. A significant amount of biological residue was observed distal to the split and near the distal valve. These findings were consistent with over-pressurization (burst) damage due to flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.